Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during a wedge resection, the reload fired partially and then could not be opened after clamping the lung mass. They removed the reload by force and re-staple with new reload.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device performed by pmv. Visual examination of the reload noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. There were staples protruding from the proximal staple cartridge channel. During functional testing, the reload was loaded into a pmv instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a reload with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.